Event description:
It was reported to philips that the device won't stay powered on, it cuts off when the device is moved, and it drains fully charged batteries in minutes. There was no reported patient involvement.